Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging of a loud pop and the air cut off and there was an odor that had come through the hose. There was no serious patient harm or injury. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging of a loud pop and the air cut off and there was an odor that had come through the hose. There was no serious patient harm or injury. At this time, no medical intervention has been reported. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. The complaint is confirmed. The third-party service center concludes that they couldn't confirm the customer's allegation and device was corrected. In box h: evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.